Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Is this a single-use device that was reprocessed and reused on a patient? No. (The box was not checked in the initial MDR). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection using a microscope at (B)(4) magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is optic is damaged and scratches are present. The lens is torn, most probably to make explant possible. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Considering the condition of the lens additional analysis is not possible. The manufacturing records were reviewed. The documentation presented in the manufacturing record was found within product specifications. No deviation or non-conformance related to the customer claim was generated. No process and/or material changes were noted. There were no discrepancies or defects found during the review that were related to the complain. Product met manufacturing release specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an tecnis multifocal zmb00u0220 was explanted from the patient's left eye after she experienced unexpected post-operative refraction. A vitrectomy was performed and an 18.5 diopter zmb00 lens was used as an replacement iol.